Event description:
It was reported that, "the pt has had groin and back pain since the surgery. He can not rotate it or do a straight leg raise. His surgeon is scheduling a revision surgery. The pt lost his health insurance due to his inability to work because of his left hip replacement and has had to obtain private medical insurance."

Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 06-2800, lot# mjj667, description: c-taper cocr lfit head 28mm/0. Cat# 1236-2-854, lot# 32798501, description: restoration adm x3 ins 28/54. Cat# 6704-0-520, lot# 29320604, description: d-m 2.0mm beaded cable set vit. Cat# 6704-0-520, lot# 29320804, description: d-m 2.0mm beaded cable set vit. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.